Manufacturer narrative:
Date of birth: 1955. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and chest pain occurred. The patient came in with a non st-elevation myocardial infarction. Vascular access was obtained via the radial artery. The 25mm in length, concentric target lesion was located in the non tortuous and moderately calcified proximal left anterior descending (lad) artery. After 2.5 x 20 maverick¿ balloon catheter was advanced to pre dilate the lesion twice, a 3.00 x 28 synergy¿ stent was implanted. Post dilation was performed using a 3.5 x 12 quantum maverick¿ balloon catheter at 20 atmospheres several times and the procedure was completed. However, within 10 minutes after the procedure, the patient started experiencing chest pain and electrocardiogram (ECG) and enzymes was positive. The patient immediately had a second percutaneous coronary intervention. A 3d optical coherence tomography was completed and thrombus was noted in the proximal synergy¿ stent. Aspiration was done successfully with a non bsc aspiration catheter. Balloon dilation was performed with a maverick¿ balloon catheter and a 3.0 x 20 synergy¿ stent was placed at the distal end of the previously placed stent and a 4.0 x 12 synergy¿ stent at the proximal area. Post dilation was performed again with a quantum maverick¿ balloon catheter. No further patient complications were reported and the patient's status was stable.